Event description:
The physician reported the patient suffered a stroke following the treatment of an aneurysym. Imaging revealed a possible inflammatory reaction surrounding the treated aneurysm. The physician reported he will provide boston scientific a full written report and images for investigation which will include the patient's condition.

Manufacturer narrative:
The device in question will not be returned to boston scientific as it was implanted into the patient. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information is found, a supplemental report will follow.